Event description:
It was reported that bd nexiva needle pierced through the catheter. The following information was provided by the initial reporter: while inserting the needle/IV into the patient the plastic catheter was punctured and bent, remaining outside the patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.